Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) stated the dialysis machine was set up and passed testing by the patient care technician (pct). Treatment was initiated and blood hit the dialyzer header. A small leak was noted immediately and a small amount of blood loss of <10 ml was noted. A new extra corporeal circuit (ecc) was set up and the patient's hemodialysis (hd) treatment was resumed without incident with no harm to the patient. The sample was discarded and was no longer available to be returned for evaluation. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) and one non-conformance (nc) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility clinical manager (cm) stated the dialysis machine was set up and passed testing by the patient care technician (pct). Treatment was initiated and blood hit the dialyzer header. A small leak was noted immediately and a small amount of blood loss of <10 ml was noted. A new extra corporeal circuit (ecc) was set up and the patient's hemodialysis (hd) treatment was resumed without incident with no harm to the patient. The sample was discarded and was no longer available to be returned for evaluation. Additional information was requested but was not received to date.